Event description:
It was reported that during an unspecified veterinary surgical procedure the small battery drive device would randomly stop working. It was reported that there was a 5-minute delay in the procedure. There was no human patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device would randomly stop working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had intermittent operation. It was further determined that the device failed pretest for check the function of the device. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance. UDI ¿ (B)(4).